Manufacturer narrative:
N/a.

Event description:
The following has been reported: discontinuous continuous alarm. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation as repairs were carried out locally. The upper case with the keypad was replaced and sent back to brézins for further investigation. According to provided information, repairs solved the issue. Once in brézins, the reported event was reproduced during cross tests. Therefore, this complaint is considered as valid and the root cause of the reported event is likely due to a weakness in the keyboard. This event could be linked to CAPA that was opened to address the defective keyboard. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.